Manufacturer narrative:
The main component of the system - additional applicable component: product I: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
To clarify, a dye study was performed on (B)(6) 2016, but the health care professional was unable to aspirate the catheter. The catheter, however, appeared to look patent when injected with dye. The resolution of the event was unknown.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative regarding a patient's implantable infusion pump for non-malignant pain, and multiple back operations. It was reported on (B)(6) 2016 that the patient had experienced headaches that were similar to when he had a catheter issue in the past. A dye study was performed on (B)(6) 2016 which was successful. However, the hcp was unable to aspirate the catheter. No intervention was performed. The patient was being medicated with morphine at a concentration of 15mg, and a dose of 8mg. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.